Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the adhesive on the pod stuck too well on the arm and when the patient removed the pod, part of the patient's skin peeled off as well. The pod was worn for between 49 and 71 hours. The patient visited the emergency room and was diagnosed with an abscess and skin irritation. The patient was prescribed a cream for treatment. The pharmacy does not have the cream in stock so the patient has not picked up the cream from the pharmacy for treatment yet.